Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. There were no traces of moisture found at the electronic or motor assemblies per visual inspection. However, the unit alarmed button error followed by intermittent buttons due to a corroded keypad. The unit had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer reported that the device was exposed to moisture. The customer's blood glucose level was 171 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.